Manufacturer narrative:
Additional information was received. A fracture was suspected, impedances were greater than 2000 ohms and there was oversensing present. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to a product performance issue. Should additional information be received, this file will be updated.